Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient recently had their implant redone because it flipped and was inverted. The patient stated they had not turned their implantation yet. The patient reported that the battery flipped in the ¿middle of june.¿ no patient symptoms were reported. No further complications were reported.